Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
The shock impedance has been fluctuating on the trend and on home monitoring from 50 ohms to less than 25 ohms. In office impedance tests all report normal values. Additional information received states the physician believes that the lead shows an externalized cable in the region of the rv coil. The pictures do show a severe "s" shaped curve in the region of the rv coil resulting in multiple stress points. The lead was capped on and replaced on (B)(4) 2014.

Event description:
The shock impedance has been fluctuating on the trend and on home monitoring from 50 ohms to less than 25 ohms. In office impedance tests all report normal values.

Manufacturer narrative:
(B)(6) 2014 - an updated analysis was received. The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the received x-ray images. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The received x-ray images were analysed. No insulation damages were distinguishable from the available x-rays. In particular, the inspection could not confirm the presence of an extruded conductor. In summary, the lead was not returned for analysis. The available images did not reveal any conductor extrusion. The review of the quality documents confirmed a regular device manufacturing.